Event description:
It was reported that the device displayed error code 1816. This alarm event pauses the delivery of the pump until the error is addressed. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 09-jun-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed. Functional testing confirmed the reported issue. The cause was identified to be cables stuck inside the motor gear. The device was repaired and passed all testing following repairs.